Event description:
Litigation papers allege that since completion of the patients hip replacement surgeries, the patient has suffered pain and suffering, constant discomfort, her mobility was severely limited and she developed bone deterioration at the site of the impact. The patient has suffered injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that since completion of the patients hip replacement surgeries, the patient has suffered pain and suffering, constant discomfort, her mobility was severely limited and she developed bone deterioration at the site of the impact. The patient has suffered injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. Update: 2/4/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.